Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six device was received for evaluation; 4 events were confirmed during testing. Four devices were found to be affected by corroded bearings. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device overheated. Four events had no patient involvement or patient impact. Three events had patient involvement with patient impact.